Manufacturer narrative:
Lot number - 19c017, 19d014, 19e047, 19e055, 19f001, and 19g030. 3 single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the three returned devices. The devices were found to be conforming product. A photograph of one device was also received for evaluation. Visual inspection of the photograph revealed fluid inside the housing, indicating that a leak had occurred. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that 8 large volume folfusors leaked. 3 devices leaked from the blue winged luer cap, one device leaked due to the ¿elastomer¿ breaking, and 4 devices leaked from an unspecified location. Seven events occurred prior to patient use and did not involve a patient. 1 event occurred during infusion and involved a patient with no patient consequences. No additional information is available.